Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue after downloading and reviewing the device's electronic records from the event. Physio observed that the device's auxiliary power connector on the rear of the device is loose. This loose connector caused the device to switch from ac to battery power; however, one of the device's batteries was completely depleted, which resulted in the device powering off. Physio tightened the connector to resolve the reported issue and replaced the power pcb assembly as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device is intermittently powering off on its own. There was no report of patient use associated with the reported event.